Event description:
The user facility reported that midway through a diagnostic cystoscopy procedure, an electrical-like odor was detected in the room. The users did not observe any smoke or flames appearing from the subject device, but indicated that the procedure was not completed. Upon exam of the left side of the endoscope electrical connector port, the users reported that there appeared to be a very small area with evidence of thermal discoloration on the connector. There was no pt injury reported.

Manufacturer narrative:
Olympus had followed up with the user facility to gather additional info regarding the reported event, however, only limited info was provided. The device referenced in this report was returned to olympus for eval. The eval could not duplicate the user's report of an electrical odor, but did note that the image flickered, and there was evidence of fluid stains on the video connector pins. The video connector socket appeared to have been flooded. The exact cause of the experience could not be conclusively determined, however, connecting a wet connector into the device could not be excluded as a contributing factor. This report is being submitted as a medical device report in an abundance of caution.